Event description:
The customer contact reported the device did not deliver on line b. At an unspecified time, line a of the device was programmed to deliver an unspecified volume of normal saline. Line b was programmed in the piggyback mode, to deliver an unspecified concentration of benadryl, and the delivery was started. No further programming parameters were provided. Approx 15 minutes later, the nurse returned to check on the pt and found that line a was delivering. It was reported that line b had delivered the benadryl as expected. It was reported the nurse powered the device off and then powered the device back on. It was reported that the settings were cleared, the device was reprogrammed using the unspecified previously programmed settings, and the delivery was started. It was reported that before leaving the room, the nurse noted line b was delivering. The customer contact indicated that after 15 minutes, the nurse returned to the pt and found that line a was again delivering and that the benadryl solution container on line b was full. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/1 5%). The delivery switched to line a after the delivery on line b was complete. Based on the date verified, hospira could not attribute the issue to the device. The device history was downloaded at the svc ctr. The device history indicated that the device continued to be in use after the reported date. All data from the reported event date of (B)(6) 2011 was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel.